Manufacturer narrative:
The patient is out walking with the walker. Will lift up the walker from the street up on the curb. Did not get the right wheel up to the edge and it gets stuck in the small runlet. User falls with the walker. Frame is broken. The patient got injured on the right elbow, shoulder and knee and hit in the head. End user was bleeding and got a bruise afterward. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The patient is out walking with the walker. Will lift up the walker from the street up on the curb. Did not get the right wheel up to the edge and it gets stuck in the small runlet. User falls with the walker. Frame is broken. The patient got injured on the right elbow, shoulder and knee and hit in the head. End user was bleeding and got a bruise afterward. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).